Event description:
The customer reported the scope communication error e227 and 216, followed by a frozen screen appeared during an unspecified procedure involving an olympus gastrointestinal videoscope. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.